Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). Updated fields:b4,d4 serial# and UDI#,d5,d9,e1-initial reporter and event site email,e2,e3,g1(contact person ¿ mfg site),g3,g6,h2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3,b4,g3,g6,h2,h3,h6 ( type of investigation, investigation findings, component codes, investigation conclusion),h11.corrected fields - d1, d4 (catalog, version model and UDI), e4, g2.battery calibration has failed while performing the yearly battery maintenance test and the estimated replacement as per the results of the test is 01 january 1985 which is abnormal. Battery replaced and issue solved. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available.

Event description:
N/a.

Manufacturer narrative:
Complete UDI# will be updated once serial# of the pump is received. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery calibration had failed while performing the yearly battery maintenance test and the estimated replacement as per the results of the test was (B)(6) 1985 which was abnormal. There was no patient involved.